Manufacturer narrative:
Investigation: 7 photos and 2 used samples were returned for investigation. 7 photos were returned for investigation. The 1st photo shows 2pcs samples and the top web with batch #5043217. The 2nd to 5th photos show 2pcs samples of the catheter condition, peelback was observed of 1 of the samples. The 6th and 7th photos show the fiber-like foreign matter. The used samples were subjected to visual inspection. Peelback was observed on the catheter tip and fiber-like foreign matter was observed on the catheter. Peelback: the probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. Foreign matter: based on the laboratory test report, the foreign matter matches that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton and similar materials are also composed of cellulose. As the sample received is a used sample, the fm could either be from the manufacturing plant or the fm could be attached to the catheter during product application. Manufacturing process has been reviewed. The fm could come from paper use for documentation or cotton from clothing. A gmp awareness training has been performed for all associates working in neoflon production line and this complaint batch was produced before the training dates. The fm could also come from cotton use for antiseptic swap on patient's skin prior to product application. The fm could had attached onto the catheter of the product. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.

Event description:
It was reported that before use of the bd neoflon¿ IV cannula had damaged catheter tips. The following information was provided by the initial reporter, translated from japanese to english: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since (B)(6) 2014. This pr is for lot#5043217.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd neoflon¿ IV cannula had damaged catheter tips. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since april 2nd 2014. This pr is for lot#5043217.